Manufacturer narrative:
No product was returned to engineering evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. While edwards durability testing of sapien xt meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. With the known inherent risk of device, valve that reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and is not captured in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributed to the reported event. Therefore, review of the risk management file is not applicable at this time. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, approximately 7 years, 1 month post successful tavr the patient presented with calcific degeneration of the leaflets causing stenosis with some regurgitation. A valve in valve procedure was performed with a 23mm sapien 3 valve by tf approach. Patient is expected to recover well.